Event description:
The sales rep reported that during a rotator cuff repair that the customer's vapr s90 electrode w/hand control was sparking. The surgeon completed the procedure with another like device with no patient consequences or delay. The sales rep was not present and could not confirm if the device was in the joint space at the time it was sparking or if any debris was present, but verified the customer did not express that there was any debris and that after the first spark the surgeon removed the device and started using another one. The customer already discarded the device.

Manufacturer narrative:
The complaint device is not being returned for evaluation, therefore, a root cause for this failure cannot be determined. However, from past investigations of similar failures, it was determined that any damage to the active tip would lead to electrode sparking/ arcing. This damage to the active tip is likely to be caused by the introduction of another metal instrument during the procedure. The IFU states: ¿observe extreme caution when using electrosurgery in close proximity to or in direct contact with any metal objects. The majority of arthroscopes and arthroscopic instruments are metal. Do not activate the electrode while any portion of the electrode and the adjacent metal object may result in product damage.¿ no further procedural details were provided to determine if aforementioned causes contributed to this event. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, based on the complaint history, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.